Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right atrial (ra) lead exhibited oversensing of noise. No interventions were performed for this event. The patient was stable throughout the event.